Event description:
Handpiece did not generate sufficient ultraspend and vacuum was not at normal levels, despite increasing settings. A rent in the posterior capsule occurred and one quarter of the lens slipped through the tear into the vitreous. Pt underwent an add'l surgical procedure to retrieve the lost lens fragment. This was done at a different facility by a different surgeon.